Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the el5ml device was returned with the shaft broken at the cam area; evidence of corrosion was found on the jaws. In addition, the tissue stop was received taped on the handles. A bag with a broken piece from the shaft and a clip was returned along with the device. The broken part of the shaft was visually inspected and it was noted to be slightly bent at the broken area. Due to the returned condition of the device, no further testing could be performed. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. However, it could not be determined what to may have caused the reported incident of the scattered clips.

Event description:
It was reported that during an unknown procedure, the tip of the clip was scattered and pieces of the clip fell into the patient. It is unknown what was used to complete the procedure.